Event description:
It was reported the pt's stimulation changed and is not providing effective therapy. This change in stimulation occurred after the pt lifted a heavy object. The pt declined reprogramming and x-rays. The pt requested the scs system be explanted. Note the pt received two leads from the same lot.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.